Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It is normal to observe the silicone adhesive that is used to backfill the lead on the outer insulation during the manufacturing process. Lead insulation silicone backfill is within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant attempt when the lead was removed from the box, the physician noticed the surface of the silicon was uneven approximately twelve and seventeen centimeters from the distal end. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.